Event description:
(B)(4) study. Same case as: 2134265-2013-04245, 2134265-2013-04246. It was reported that during a coronary stenting treatment procedure, patient death occurred. The patient presented due to stable angina and was referred for cardiac catheterization. Target lesion no. 1 was located in the proximal left circumflex artery (lcx) with 70% stenosis and was 14.0 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with pre-dilatation and placement of a 3.50 x 16 mm study stent. Following post-dilation, residual stenosis was 0%. A non-target lesion located in the mid right coronary artery (rca) with 70% stenosis was treated with placement of a taxus express and taxus stent. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2013, the patient died due to atherosclerotic cardiovascular disease.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).